Manufacturer narrative:
Investigation results: conmed linvatec received the shaver handpiece for evaluation and confirmed the reported problem. During testing of this unit, the evaluator found that the on/off buttons would not function. Further investigation found the handpiece has the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. There are no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
The customer returned this device for service with the reported problem that the buttons would not respond and it would not stop running. There was no report of injury or surgical delay with this event.